Manufacturer narrative:
H4: device manufacture date: this lot was manufactured from june 2-3, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a infusor lv (large volume) had no flow. The was identified at the dispensing room during setup. There was no patient involvement. No additional information is available.